Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no remaining inventory of the material/batches. A check of quality, production, and maintenance records for the claimed batches revealed no deviations in relation to the reported errors. The cause of the event cannot be determined.

Event description:
Customer states once the tubes are filled with blood there are air pockets in the bottom where blood leaks through. After 30min for clotting completely tubes are placed in the centrifuge; spun for 15min. It is observed that gel has red blood cells running through it, so the tubes get spun again for about 10 min. This does minimize rbcs in the gel, but not completely. Rbcs leak into the serum which has caused tnps for the (psc) site due to hemolysis. Ttubes are inverted 10 times post collection; butterflies are seldom used; patient is allowed to "pump fist" before collection; order of draw is followed.